Manufacturer narrative:
Concomitant medical product: ddbb1d1 lead implanted: (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for impedance variation, oversensing of noise with sensing integrity counter (sic) and high rate non-sustained ventricular tachycardia (hrns-vt) episodes, and loss of capture. The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.